Event description:
It was reported, the patient complained her scs ipg site is uncomfortable. The patient stated whenever she is sitting or leaning back the ipg site is uncomfortable. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.